Manufacturer narrative:
As part of the investigation, comparative measurements with different system reagent (procell m ii) lots and several elecsys assays were performed. The measurements of retention materials confirmed shifts in qc by changing procell ii m lots for a few assays. Qc results for each lot were within the specifications of the specified qc target ranges. A product problem with procell m ii cannot be confirmed. The signal deviation between procell m ii lots may only be a small fraction of the fluctuation of the qc results for the a-tpo test. Product labeling states: "the control intervals and limits should be adapted to each laboratory¿s individual requirements. Values obtained should fall within the defined limits. Each laboratory should establish corrective measures to be taken if values fall outside the defined limits. If necessary, repeat the measurement of the samples concerned. Follow the applicable government regulations and local guidelines for quality control."

Manufacturer narrative:
The anti-tpo reagent lot number was 75063401, with an expiration date of 30-jun-2024. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-tpo on a cobas e 801 analytical unit. On the evening of 26-apr-2024, the customer stated that a new system reagent lot number was in use and that controls for anti-tpo were unacceptable. The anti-tpo assay was then re-calibrated and controls recovered within acceptable ranges. The customer repeated 10 patient samples that were measured that day and one had discrepant anti-tpo results. The sample initially resulted in an anti-tpo value of 49.5 iu/ml and it repeated as 30.6 iu/ml.